Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial:(B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) site and had inadequate pain relief. It was also noted that the ipg had to be charged for a long period of time. The patient underwent an explant procedure where the ipg and leads were removed. The patient was doing well postoperatively, and the explanted devices were not returned as they were kept by the medical facility.